Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A second revision of the right knee which had the first revision using stryker products. Additional information reported in adverse consequences: during the 3 months following the second revision, I have experienced constant pain that extend from my knee to my calf. This was accompanied by persistent swelling, buckling, locking up and lateral movement.